Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery. Customer stated they had high blood glucose and had been hospitalized. Customer's blood glucose was 484 mg/dl and current blood glucose was 187 mg/dl. Customer's high blood glucose was treated with insulin pen. Based on the customer's report they alleged that insulin pump had possible under delivery because bolus had no effect. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.